Manufacturer narrative:
(B)(4).

Event description:
The recipient was reportedly scheduled for revision surgery due to device placement. The recipient underwent repositioning surgery.

Manufacturer narrative:
The recipient's device has been successfully reactivated.

Manufacturer narrative:
(B)(4). The recipient reportedly experienced device migration and discomfort prior to repositioning surgery. The recipient remains implanted. This is the final report.